Event description:
It was reported per field service report: on a pt symptom - purge failure (5). Pm. Findings/action taken: could not reproduce symptom. Found battery/dc mode not operating to full duration. Pump shut off after 20 minutes alarm. Ordered a battery. Field service tech returned on 1/14/2010 and replaced battery. Performed preventive maintenance check inspection. System is functional.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.